Event description:
It was initially reported to philips that the device goes to the general settings upon boot-up. Upon further investigation, it was determined that the device boots into the configuration mode when powered on. There was no reported patient involvement/adverse patient impact.